Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -12.50/+2.0/x040. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -12.50/+2.0/x040 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2015, excessive vaulting with significant reduction of indo-corneal angles was noted. On (B)(6) 2015. The lens was explanted and was exchanged for a smaller lens. This resolved the problem.